Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for antibody to (B)(6) on an elecsys 2010 analyzer. The patient presented for the first time to a blood bank and was screened. The screening results were found to be (B)(6), so the patient was not accepted. The specific (B)(6) result from the blood bank could not be provided. On (B)(6) 2016, the patient had a new sample collected and tested on the elecsys 2010 analyzer, resulting as 0.089 coi ((B)(6)). The 0.089 coi value was reported outside of the laboratory. The sample was tested with the inno-lia (B)(6) score method, where it showed reactivity for c1 (indeterminate). It was stated that his sample was measured with both the abbott and beckman method resulting with a "(B)(6)" result. The patient sample was tested with an (B)(6) method, resulting as "absent". A second sample was collected from the patient on (B)(6) 2016 and tested on an abbott analyzer in a different laboratory, resulting with a reactivity index of 3.27 ((B)(6)). A third sample was collected from the patient on (B)(6) 2016 and tested on the elecsys 2010 analyzer, resulting as 0.093 coi ((B)(6)). The 0.093 coi value was reported outside of the laboratory. The sample was tested with an (B)(6) method, resulting as "absent". The sample was tested on a beckman access analyzer, resulting as 3.37 s/co (present). On (B)(6) 2016, the sample also had an (B)(6) method result of "absent". The patient was not adversely affected. The elecsys 2010 analyzer serial number was (B)(4).

Manufacturer narrative:
Samples from the patient were provided for investigation. The customer's results were reproducible. Further investigation of the samples determined that the samples had an indeterminate result when tested with the fujirebio innolia (B)(6) score immunoblot method. Based on this, a root cause could not be determined. Neither the positive competitor result nor the negative elecsys result is clearly confirmed by the immunoblot results. Investigations could not exclude that the elecsys (B)(6) result is a true (B)(6).